Manufacturer narrative:
The reported events of failure to sense, failure to capture, and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. X-ray examination found the over-torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, it was reported, there was a loss of sensing, loss of capture and low pacing impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.